Event description:
Additional information received from a foreign health care provider (for, hcp) via a distributor (dist) indicated that the treatment of scabies was done at another facility so the treatment was not known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a distributor, and it was reported the event was resolved. The status of the pump and catheter was no return, as the pump was discarded and the catheter was implanted as is.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8781 serial# (B)(6) implanted: (B)(6) 2019 partially explanted: (B)(6) 2025, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 12-dec-2020, UDI#:(B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor (dist) regarding a patient receiving gabalon of an unknown concentration at an unknown dose rate via implanted infusion pump for cerebral palsy. It was reported that on (B)(6) 2025 the patient's physician informed that an abscess had appeared in the vicinity of the pump in a patient who had a pump implanted in 2019. An infection was suspected. It was noted as having seemed that an abscess appeared in the pump pocket due to a surface infection. The physician provided further information on the situation, stating that the patient has cerebral palsy with physical disabilities and lives alone. The patient has difficulty maintaining personal hygiene, which led to the development of scabies all over the body. The scabies progressed and led to cellulitis and pus formation, resulting in an abscess forming within the pump pocket. The infection site was confined to the abdominal pocket. Following the new pump implantation surgery, the removal of the pump and catheter was carried out. The catheter at the back was left in place, and the pump and catheter on the pump side were removed. Regarding abscess formation around the pump pocket, it was indicated as having been unknown if related to procedure, and unrelated to the drug, pump, and catheter. And procedure. Regarding outcome, the patient was recovering as of (B)(6) 2025.